Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for other pain indications. It was reported that 14-15 years prior to the report, the patient had their complete system explanted due to an infection. No device issues were reported. No further complications were reported or anticipated.